Event description:
While in use a defect with an electrode was detected. The catheter was removed and replaced with no reported harm to the patient. Vendor notified. Manufacturer response for bi-directional vascular catheter, 8.5 fr varipulse bi-directional catheter (per site reporter).